Event description:
It was reported that the bd q-syte luer access was damaged. The following was translated from chinese to english: after the qsyte connector was opened, it was found that the valve on one side collapsed, and one was replaced and reused.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a q-syte connector with the top disc of the septum partially separated from the lip of the top body and pushed into the top body. There was no damage or defects associated with the manufacturing process that could be discerned from the photograph. The reported event may have occurred during manufacturing due to improper orientation of components or if the adhesive was not dispensed in the correct location or if there were voids in the adhesive. The damage can also occur during use due to excessive force, improper connection, continued angled rotation of male luer. The observable features on the submitted photographs did not contain enough information to identify a specific root cause of the reported event. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd q-syte luer access was damaged. The following was translated from chinese to english: after the qsyte connector was opened, it was found that the valve on one side collapsed, and one was replaced and reused.